Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of which gender, age and ethnicity were not provided. The patient was taking an unspecified medication via humapen ergo ii (blue) device for the treatment of an unknown indication. Sometime in (B)(6) 2020, the patient could not push down the injection button of the humapen ergo ii (blue). The dose knob used to be able to be screwed but nowit was very tight and could not be screwed. (Product complaint (B)(4); lot number 1809d01) attempted priming failed. The patient was the user of device. Training status was not provided. The model duration of use was not provided but the suspect device was used for approximately three years (since 2018). The suspect humapen ergo ii (blue) device associated with product complaint (B)(4) was returned to the manufacturer on 07feb2021. Edit 15feb2021: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 17mar2021 in the b.5. Field. No further follow-up is planned. Evaluation summary. A patient reported the injection button of the humapen ergo ii device could not be pushed. Investigation of the returned device (batch 1809d01, manufactured september 2018) found the device displayed high injection force due to foreign material on multiple internal components of the device. Malfunction confirmed. No clicking was observed when the manufacturing site dialed a dose because of the foreign material; the manufacturing site found the abd clicker present and intact. The foreign material contamination occurred in the field and was not related to the manufacturing process. The core instructions for use states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. There is evidence of improper use or storage. The foreign material contamination occurred while in the field (not related to the manufacturing process). This misuse may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of which gender, age and ethnicity were not provided. The patient was taking an unspecified medication via humapen ergo ii (blue) device for the treatment of an unknown indication. Sometime in (B)(6) 2020, the patient could not push down the injection button of the humapen ergo ii (blue). The dose knob used to be able to be screwed but now it was very tight and could not be screwed. (Product complaint (B)(4); lot number 1809d01) attempted priming failed. The patient was the user of device. Training status was not provided. The model duration of use was not provided but the suspect device was used for approximately three years (since 2018). The suspect humapen ergo ii (blue) device associated with product complaint (B)(4) was returned to the manufacturer on 07feb2021. The suspect device was manufactured in sep2018. Edit 15feb2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 18mar2021: additional information received on 17mar2021 and 18mar2021 from the global product complaint database which were processed together. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for pc (B)(4) associated to lot 1809d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.